Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There ws no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our fse (filed service engineer). The ventilator failed pressure transducer test during pre-use check. The problem was solved by cleaning the pressure transducer printed circuit board pcb and the ventilator passed all pre-use check tests. The provided device logs confirmed the reported pressure transducer test.

Event description:
Manufacturer's ref#: (B)(4).